Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline failed to open distally and was damaged. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the right internal carotid artery ophthalmic segment. The max diameter was 4.8mm, and the neck diameter was 4.5mm. The patient's vessel tortuosity was moderate. The landing zone was 4.6mm distal and 5.1mm proximal. It was reported that the distal end of the pipeline was not opened after waiting for 2 minutes. It was re-withdrawn and deployed again, but the distal end was not fully opened. Therefore, the whole of it was pulled back to the c7 bifurcation in the neck, and the tension was increased to use the friction at the corner to try to prop open the stent. The result showed that the middle section of the stent was well opened, but the distal end was still not opened properly, and under the perspective, it could be seen that the opening at the distal end of the stent was in the shape of a "scabrous downward cup mouth." Therefore, the stent and microcatheter were withdrawn. The stent was pushed out in vitro, and the distal end of the stent was seen to be "scabrous." There was obvious damage near the opening and the abnormal shape was the main reason why it could not be opened. The pipeline was not positioned in a bend and less than 50% had been deployed when it failed to open. The pipeline had been resheathed two or less times. No additional steps were taken to open the device. The pipeline and microcatheter were replaced, and the patient did not experience any injury or complications. Angiographic results post procedure showed that the blood vessels were unobstructed, and the flow velocity was normal. The devices were prepared according to the instructions for use (IFU). Ancillary devices include an 8f guide sheath, marksman microcatheter, and avigo guidewire.

Manufacturer narrative:
The pipeline flex pushwire and marksman catheter were returned for analysis. The pushwire was protruding from the hub. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex were found fully opened and moderately frayed. No bend was observed on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip, marker band and body were examined, and no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. The total and usable lengths of the catheter were measured to be within specifications. For further examination, the pipeline flex was pushed out from the catheter without issues. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Based on the analysis findings, the pipeline flex was not confirmed to have failure to open at the distal end. The event cause could not be determined as the distal and proximal ends of the pipeline flex braid appeared fully opened and moderately frayed. In addition, based on the analysis findings, the pipeline flex was confirmed to have damaged braid as the distal and proximal ends of the pipeline flex braid was damaged. However, the cause for damage could not be determined. Possible cause for failure to open includes patient tortuous anatomy. There was no non-conformance to specification that may have contributed to the failure to open issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there were no issues that resulted in the damage that was found.